Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: there was no deformation evident to the stent wraps and stent strut. The device returned with a detachment on the hypotube 12.65cm distal to the strain relief. A kink was evident on the hypotube 10.5cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 80% stenosis. It was informed that the vessel associated with the event was located in the proximal right carotid. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the catheter shaft kinked and was unable to advance. The device was returned with a detachment on the shaft. It was reported that the catheter broke in the body prior to stent placement. It was removed from the body without any complications. Patient status post-procedure is alive with no injury.